Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is an intermittent response of buttons on the insulin pump. Customer also reported that the device has physical damage. Customer stated that it is cracked on the battery and reservoir compartment. Customer stated the device has been dropped in the past. Blood glucose value is 337 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened dome button switch. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had broken battery tube threads, broken reservoir tube lip, a missing reservoir o-ring, a cracked reservoir tube window, a cracked display window corner and a broken battery cap.